Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display was found to be dim and discolored. Additionally, evaluation revealed that the battery compartment was cracked along the left side to the grip pad. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was peeled off/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.